Manufacturer narrative:
Other, other text: g4 is (B)(6) 2021. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The moment the device was powered up the device started double beeping. Was unable to complete test due to back-up capacitor downstream sensor issue. The root cause of the reported issue was found to be downstream sensor error. Actions were taken to mitigate the reported issue: replaced the downstream sensor.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beeping. No patient consequences were reported. No adverse effects were reported.